Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2023-24749 it was reported that during an implant procedure, after the left ventricular and atrial leads were placed in the patient's body, the patient had an acute left heart failure. The patient received treatment and their condition stabilized but the atrial and left ventricular leads were removed & not used, the procedure was terminated and rescheduled.